Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. The investigation confirmed the observation of the customer, and it was determined that the root cause is a raw material issue. A patient risk can be excluded since the bias at the medical decision points is within specification. No other calibrator for automated systems (cfas) lipid lots on the market are affected by this issue and can therefore be used as an alternative. Additionally, pre-analytical factors such as sample handling, storage temperature, and the inherent instability of lipoproteins (susceptible to denaturation) were identified as contributing factors to lipid measurement deviations. Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
The cholesterol reagent lot number is 916527, and the expiration date was not provided. The hdl reagent lot number is 876064, and the expiration date was not provided. The ldl reagent lot number is 867551, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable cholesterol result that is less than high-density lipoprotein (hdl) plus low-density lipoprotein (ldl) from two cobas 8000 c702 modules for seven patients. Please see the attachment for patient results.